Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for an error. The blood glucose reading was 11.2 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to faulty component on the mother board. Unable to verify e15 alarm, display anomaly or error alarm anomaly or perform the functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump had minor scratched display window.